Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reporter message "battery cannot be charged, battery needs service" was displayed, indicating the battery backup power may not be available. The service engineer replaced the power supply, which resolved the issue. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.